Event description:
"Caller alleged discrepant results compared with the lab. Results as follows": date: (B)(6) 2010, inratio: 1.2, doctor's office: 2.0. Patient had some difficulty getting sufficient blood for testing. First received an error (nes) message before getting the 1.2 inr reading. Patient not hospitalized, no cancer/dialysis, no antibiotics, no other medications.

Manufacturer narrative:
Investigation pending.